Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver had a broken cable. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: there was no any harm to the patient and no fragment fall into the patient. The procedure was completed with a replacement instrument and the issue caused a delay in the procedure of 3 minutes. The instrument was inspected prior to use and there was no any damage or anything out of the ordinary. In addition, the instrument did not collide with any other instrument or tool during the procedure. It was unknown if there were any issues related to opening/closing of the grips and if there were any issues related to left/right (yaw) motion of the grips. Furthermore it was unknown if there were any issues related to up/down (pitch) motion of the wrist and if there were any cables visibly protruding from the distal end of the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument and completed the device evaluation. The instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.